Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 486 mg/dl. Customer resolved the occlusions prior to contacting tandem technical support. Customer reverted to using another pump for insulin therapy.